Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d puller wire broken. Based on the result, we concluded that it was caused due to the contanisation in the ccd module ; however, other failure is not related to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result: component code, investigation findings, and investigation conclusions. Additional information: h2: type of follow up. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Evaluation summary we received the defect; however, we could not confirm the blurry image. Replaced u/d pulley wire due to observing an excess knob play. Patient identifier: we didn't get any information this device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan

Event description:
Blurry image, looks like lens is not clean. Lens always looks greasy as if it has a film on it . Lens washer- weak stream of water, lens doesn't get cleaned properly. The time of event is unknown. There was no report of patient harm.